Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the planned coronary treatment procedure. The procedure was completed as planned as the system was functioning correctly. The philips field service engineer (fse) inspected the system onsite and identified that the examination light was not powered on. Upon troubleshooting actions, the fse identified that the light bulb was not working due to damaged burnt-out bulb. To resolve the issue, the fse replaced the bulb. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.